Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an external neurostimulator (ens) for unknown indications for use. It was reported that when the patient was initially scheduled for stage 2 implant on (B)(6) 2020, the hcp checked the wire during the procedure and noticed that the wire had moved so hcp removed wire and then ended the procedure. Patient said that she had to wait six week to get new system. The circumstances that led to the reported issue were unknown. Patient received new system on (B)(6) 2020. No further complications were reported.